Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Procedure: anterior cervical fusion levels implanted: c4-c6 it was reported that, the patient underwent spine fusion surgery on the cervical region at levels c4-c6. The patient was implanted with rhbmp-2 collagen sponge. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, the patient complained of progressive neck pain, stiffness and radiculopathy into his upper extremities. Patient still continues to experience severe pain, burning and limited range of motion in his neck, radiculopathy in his upper extremities, and difficulty swallowing. Patient injuries prevent him from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with status post prior cervical fusion at c4-c5 and c5-c6(in 2009 due to an injury) with pseudoarthrosis, retained anterior segmental instrumentation and interbody cages and underwent the following procedures: removal of anterior instrumentation; takedown of pseudoarthrosis with partial vertebrectomy at c4,c5 and c6; removal of interbody fusion cages, posterior decompression with bilateral foraminotomy at c4-c5 and c5-c6; revision arthrodesis with machined allograft spacers; bone morphogenic protein and anterior cervical plate. As per the op notes: ¿the foramina were decompressed bilaterally at c5-c6. A 9 mm x 12.5 mm machined allograft space was selected. The core was drilled out and a small section of rhbmp-2/acs was placed within it. It was gently impacted into place under direct visualization in the vertebrectomy defect. A 15.5 mm x 8 mm machined allograft spacer was selected for c4-5. The core was drilled out. The spacer was impacted into place.¿ there were no perioperative complications.